Event description:
A patient reported while using their day aligners that they are running out of usable aligners, and that they still have a gap on the left side. It was fixed briefly but got worse again because their higher number aligners have all split/cracked so they can't wear them. Therefore, their progress has actually sort of gotten worse since they are now using the aligners in reverse order.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.